Event description:
A 3.0mm diameter x 24 mm length ave gfx ii stent was inserted into the coronary artery. It was not possible to cross the target lesion. Therefore, the stent and delivery system were pulled back from the coronary artery. At the level of the iliac artery, the stent was pulled into the tip of the guide catheter, where it caused the stent to dislodge from the stent delivery system balloon. The dislodged stent was snared from the iliac artery, successfully. The physician did not follow the instructions for removal of an undeployed stent when the stent was pulled into the guide catheter. Another MFR's stent was then placed at the target lesion successfully. There was no add'l clinical sequelae reported relative to the event and there is no further info available from the user facility.